Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/13/2020. A manufacturing record evaluation was performed for the finished device batch pdh005, 8706h19 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was used to complete the procedure? Continued the case with the same lot. What tissue was being approximated or sutured when it broke? Used during a CABG procedure, tissue: coronary artery.

Event description:
It was reported that the patient underwent CABG procedure on an unknown date and suture was used. The suture snapped while surgeon was tying knots on the coronary artery. The procedure was completed with a device from the same lot. There were no adverse patient consequences reported.